Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 55 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2019, 3741 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("4 fragments of metallic coil") in a 55 year-old female patient who had essure inserted (lot no. 627304) for female sterilisation. The patient had a medical history of metatarsalgia, hyperlipidemia, fibroadenoma, gastroesophageal reflux disease, pelvic pain, obesity, back pain, parity 1 and multi gravida. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced device breakage (seriousness criterion intervention required). The patient was treated with surgery (bilateral salpingectomy,laparoscopic removal). At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure administration. The reporter commented: more than one essure related surgery- no. Date of birth descripency noted as (B)(6) 1963. 3 coils were noted. To be protruding from the ostia at the end. This procedure was repeated on the right tube, and 3 coils were protruding from the ostia on the right. On (B)(6) 2019: device removal date descripency noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 27.829 kg/sqm. [Pathology test] on (B)(6) 2019: specimens: fallopian tubes, bilateral, bilateral essure coils. Final diagnosis: bilateral fallopian tubes, removal of essure: bilateral fallopian tubes with sub-epithelial fibrosis otherwise unremarkable. Clinical history: pre-op diagnosis: pelvic pain. Gross description: also received in the container are 4 fragments of metallic coil of different lengths and diameters ranging from 1.5 x 0.2 cm to 6.0 x 0.1 cm. 2 of the coils have attached soft tissue. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: deviec breakage. The most recent follow-up information incorporated above includes data received on: 07-nov-2023: medical device removal was updated to device breakage. Reporters, patient information, medical history, lab data, lot no., non drug treatment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("4 fragments of metallic coil") in a 55 year-old female patient who had essure inserted (lot no. 627304) for female sterilisation. The patient had a medical history of metatarsalgia, hyperlipidemia, fibroadenoma, gastroesophageal reflux disease, pelvic pain, obesity, back pain, parity 1 and multi gravida. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced device breakage (seriousness criterion intervention required). The patient was treated with surgery (bilateral salpingectomy,laparoscopic removal). At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure administration. The reporter commented: more than one essure related surgery-no (B)(6) 1963. Date of birth descripency noted 3 coils were noted to be protruding from the ostia at the end. This procedure was repeated on the right tube, and 3 coils were protruding from the ostia on the right (B)(6) 2019-device removal date descripency noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 27.829 kg/sqm. [Pathology test] on (B)(6) 2019: specimens: fallopian tubes, bilateral, bilateral essure coils. Final diagnosis: bilateral fallopian tubes, removal of essure: bilateral fallopian tubes with sub-epithelial fibrosis otherwise unremarkable. Clinical history: pre-op diagnosis: pelvic pain. Gross description: also received in the container are 4 fragments of metallic coil of different lengths and diameters ranging from 1.5 x 0.2 cm to 6.0 x 0.1 cm. 2 of the coils have attached soft tissue. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: deviec breakage. Lot number: 627304 manufacture date:2008-05 expiration date: 2010.05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 55 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2019, 3741 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.